Manufacturer narrative:
(B)(4): a service and repair evaluation was completed: the customer reported the device was inoperable. The repair technician reported the contacts were blackened, and the motor was running intermittently. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer. The evaluation was confirmed. User facility inadvertently checked; should have been company representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the service and repair department documented the hand piece for battery powered driver quantity 2 not were working. The malfunction was discovered during routine testing. There was no patient impact. No additional information will be made available. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service history maintenance review was performed. The investigation of the complaint articles indicates that the: lot #005252 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 2-jul-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.